Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, balloon ruptured at 8 atmospheres. The procedure was completed using an alternate device. No patient complications were reported.